Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the unspecified bd maxzero microbore bi-fuse extension set was occluded. The following information was provided by the initial reporter: we require two additional complaints for the maxzero microbore extension set (ref (B)(4) and the maxzero microbore bi-fuse extension set (ref (B)(4). Pump was infusing a carrier fluid in a 50 ml syringe with intermittent antibiotics. The alaris pump started beeping occluded on (B)(6) 2026. The nurses were able to clear the pump, and it appeared the syringe was infusing. Later, during the next shift, the pump began beeping again and it was realized then that the syringe had the full amount of carrier fluid. The syringe should have been half empty. There was patient involvement but no harm.